Manufacturer narrative:
The pascal training manual instructs the operator on position and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure leaflet anatomy is suitable for the device), device preparation, procedural approach, device deployment, and imaging, through use of procedure specific training manuals and proctored procedures. An extensive review of the returned intraprocedural fluoroscopic imaging revealed that during the release of the 2nd ace implant from the delivery system, the attachment fingers exhibited difficulty to release the implant and interaction with a deployed ace implant. Instructions are provided in the physician training manual in the event of such difficulty to release the implant. These instructions include: closing the paddle knob, ensuring the actuation wire is retracting proximal to the attachment finger eyelets, ensuring the attachment fingers are advanced distal to the steerable catheter tip, and removing tension within the delivery system. If these steps are not successful in releasing the implant, the physician training manuals instruct to perform the following: tap the implant catheter, slightly advance and retract the implant catheter 5mm or less, slightly rotate the implant catheter, slightly rotate the steerable catheter, and slightly flex or unflex the steerable catheter. The complaint for implant does not detach from fingers and was confirmed with objective evidence via the imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Imaging of the release sequence for the 2nd ace device were not recorded; therefore, the root cause for the difficulty to release is unable to be determined. The complaint for interaction with previously implanted devices was confirmed with objective evidence via the imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that procedural handling (anterior directed system tension, retraction of actuation wire during implant release) and patient conditions (implant motion with cardiac cycle) likely contributed to the reported event.

Event description:
Upon image evaluation completion- review of the procedural fluoroscopic images ((B)(6)2023) showed attachment finger engagement of two pascal ace devices. After deployment of the second pascal ace, the most posterior open attachment finger appears engaged with the proximal plate of the second pascal ace device. The actuation wire is advanced down the implant catheter. The tip of the implant catheter moves anteriorly. The anterior attachment finger becomes engaged with the proximal plate of the first device. Both devices were subsequently detached from the open attachment fingers.

Manufacturer narrative:
The following sections were updated/corrected: b4, b5 g3, g6, h2, h6 and h10.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal ace precision in tricuspid position. Pascal ace procedure was placed a-s 2-8 and a second pascal ace precision placed p-s 3-9. First device was implanted without difficulty. After the release of device two, one of the open attachment fingers appeared to get stuck on the proximal end of the pascal device. While gently maneuvering to free the pascal the proximal end of the other open attachment finger engaged with the first placed pascal. Physician continued maneuvering and managed successfully to get the first implanted pascal and then the second free from the attachment fingers. Tr was reduced from 4 to 1.